Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not reappear after the reset. The customer was advised to continue using the pump and to contact technical support if the issue recurred.